Event description:
It was reported that prior to insertion in anesthesia the md noticed that the guide wire was bent. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complication to the pt as a result of this occurrence.

Manufacturer narrative:
Qn # (B)(4).